Event description:
End user states her motors are leaking. (B)(6) states motors were replaced two weeks ago, order (B)(4). (B)(6) the tech with (B)(6) will go to end users home to service and contact (B)(6). End user also provided a serial number (B)(4).